Event description:
It was reported that a home patient experienced a leak from the twist clamp of a transfer set. This occurred during an unspecified step of peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.